Event description:
Customer states that after a pt had back surgery the nurse attempted to remove the drain. The nurse was unable to remove the drain so the surgeon tried to remove the drain. While tugging at the drain, the drain broke. The rest of the drain was removed in the pt's room.